Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a heart transplant procedure, a temporary pacing lead lost capture. It was stated that there was no underlying rhythm leading to patient experiencing cardiac arrest. It was noted that all external components of the pacing system, including the leads and pacing box, were replaced and cardiopulmonary resuscitation (CPR) was commenced. It was stated that external pacing pads were applied and pacing was re-established. It was further reported that the patient required a permanent pacemaker implant. It was mention that there were no obvious issues noted with the device or wires.

Manufacturer narrative:
This report was identified as a duplicate. Please reference regulatory report number 9611350-2025-00001 for information pertaining to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.